Event description:
This complaint has not been confirmed. The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. Without the sample and lot number, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. A CAPA is not deemed necessary at this time. This complaint will be used for tracking and trending purposes.

Event description:
It wa reported to covidien on (B)(4) 2014 that a customer had an issue with a beta cap adapter. The customer states that in (B)(6), a spontaneous case was reported to baxter (B)(4) by phone on (B)(4) 2014 from the (B)(6). The complaint refers to adaptor beta cap d-adaptor code 881466100, lot unknown. The reporter states that a patient (born in 11/30/1932, initials cf, therapy pda baxter with physioneal 40 1.36% - 2l de nutrineal - extraneal with an adaptor beta cap observed a leak at the catheter side. The patient's catheter was pulled and replaced with a new one but the patient experienced a peritonitis with staphylococcus cohnii on (B)(6) 2014. An antibiotherapy was prescribed with cefazoline and celtazidime in 2 bags of physioneal during the night with a stasis of 4 hours until (B)(6) 2014. The occurrence date is unknown. This issue occurred during use. The sample is not available for evaluation.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.